Event description:
It was reported that the insulin pump had cracks around the display window and near the reservoir window. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The unit was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked liquid crystal display window, cracked battery tube threads, and minor scratches on the display window.